Manufacturer narrative:
Initial reporter phone: (B)(6). The device evaluation summary was completed on 9/30/2020: upon receipt, the catheter was visually inspected and it was found with a hole on the pebax with reddish-brown material inside and internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially it was reported that there were no errors on the carto 3 system or ablation catheter. They were able to zero the force catheter. When ablating posteriorly in the left atrium, the force would spike from 10 grams to 80-90 grams. The physician said that he did not feel like he was applying 90 grams of force. They re-zeroed the catheter. Same issue. Changed the cable; however, had the same issue. Replaced the catheter and the issue resolved. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 a hole on the pebax with reddish-brown material inside and internal parts exposed. The hole on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this lab finding is (B)(6) 2020.